Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. There was no prime/fill anomaly noted. The unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. There was no unexpected bolus delivery anomaly noted. The unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. The unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that when the customer pushed fill cannula, it continued to fill past the 0.3 units that it was set to. Customer's blood glucose level at the time 9.7mmol/l. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.